Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and impact damage was noted near the battery compartment. The warranty sticker was also missing. Functional testing was conducted with a fully charged battery. The unit would not energize. This confirmed the complaint. Further evaluation revealed the spider 2 contained a blown fuse on its circuit board. The spider2 passed functional testing with a known good fuse installed. The results of the investigation have concluded an electrical failure associated with a blown fuse on the control board. The root cause for the blown fuse could not be determined. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
Before the procedure it was noted that the device did not have power. There was not a backup device available to complete the surgery. The procedure was completed using an alternate method with no reported complications.